Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/08/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.19 on a patient. There was no patient information at the time of this report. Date: (B)(6) 2016, method: I-stat, sample: a, time: unk, ctni: 0.19; (B)(6) 2016, I-stat, unk, unk, 0.01; (B)(6) 2016, access, unk, unk, 0.00. There are no injuries associated with this event. The investigation is underway.